Event description:
It was reported the device had no telemetry and no evidence of pacing, despite trying different progrmmers.. An EKG showed the patient's heart rate was in the 50s, but she felt fine. The device will be replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.